Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: reply from affiliate: what was the initial procedure? Unknown. Please explain what was the exact issue? Suture and needle were separation what was used to complete the procedure? Use another one. Could you please clarify if the patient suffer from any consequence due to the issue? If yes please provide more details: no. What is the lot number? Unknown. Could you please confirm device's availability? Product is discarded. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-01163.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture's needle and line is separate. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.